Manufacturer narrative:
Date of event, implant date: estimated dates. The UDI is unknown because the part number and lot number were not provided. The device was not returned for evaluation. A review of the lot history record of the reported lot could not be conducted because the part and lot number were not provided. The reported patient effect of stenosis is listed in the supera peripheral stent system instructions for use as a potential adverse effect of peripheral percutaneous intervention. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. However, the treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. The additional adverse events listed in the article (summary data and additional two patient cases) are being filed under separate medwatch report #s. Article, titled "use of the helical supera¿ stent and passeo-18 lux¿ drug-coated balloon to treat recurrent cephalic arch stenosis for dysfunctional brachiocephalic fistulas: 1 year results of the arch v supera-lux study".

Event description:
It was reported that the patient had a high degree of in-stent restenosis (irs) post implantation of a supera stent. The patient had already experienced three prior interventions with a high-pressure non-abbott balloon and a non-abbott drug coated balloon. During the fourth intervention at 18 months post procedure the high pressure non-abbott balloon could not treat the in-stent restenosis. The supera stent was relined with a non-abbott covered stent. There was no adverse patient sequela reported and no clinically significant delay reported. Specific patient information is documented as unknown. Details are listed in the article, titled "use of the helical supera¿ stent and passeo-18 lux¿ drug-coated balloon to treat recurrent cephalic arch stenosis for dysfunctional brachiocephalic fistulas: 1 year results of the arch v supera-lux study".